Event description:
During the ischemic vt procedure, it was reported when the pentaray catheter was taken out it was noticed the shaft broke open with the wires still intact. Wires were exposed where the catheter transition joint. The catheter was not exchanged. The ablation catheter was used to finish mapping. The procedure was completed without any patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during the ischemic vt procedure, it was reported when the pentaray catheter was taken out it was noticed the shaft broke open with the wires still intact. Wires were exposed where the catheter transition joint. The catheter was not exchanged. The ablation catheter was used to finish mapping. The procedure was completed without any patient¿s consequence. The returned device was visually inspected upon receipt and the reported condition was confirmed. The catheter tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. In order to recreate the issue, a tensile strength test was performed to representative catheters samples, and it could not be duplicated. All devices were found within specification. The complaints database has been reviewed and there was another complaint reported under the lot number 15778238l however the reported issue was calibration issues. The tip - shaft transition was found in good conditions. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified.